Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv coil impedance measured greater than 200 ohms up from a trend in the 50-70 ohm range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance on the rv coil with manipulation of the lead under the skin. Manipulation of the lead near the sleeve/clavicle showed artifact in the sensing pathway. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.